Event description:
Per the clinic, the patient was treated with topical treatments and antibiotics subsequent to experiencing skin inflammation, overgrowth and infection (pus) at the abutment area after upgrading sound processor. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotic-steroid dressing (specific date and duration not reported).